Manufacturer narrative:
A review of all lot history and sterilization records was conducted. All in-process specifications and release criteria were met, including weld strength. Ball burst, suture retention (course and wale directions), and fourier-transform infrared spectroscopy testing was conducted on the polypropylene mesh material used for the onlay at incoming and all acceptance criteria was also met. Clinical evaluation: pain is a well-known occurrence with many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. Psychological factors may play a part in the development and success of treatment of post-operative pain. The first phase of healing is inflammation, the body's natural response to trauma. After the wound has been inflicted, homeostasis begins - the blood vessels constrict and seal themselves off as the platelets create substances that form a clot and halt bleeding. Surgery itself results in local tissue injury, breach of physical barriers, and potential exposure to environmental microbes, all of which can lead to local inflammation. The prevalence and severity of this inflammation vary by type and site of surgery. This may be related to patient factors, including age, pre-operative health, medication, and indication for surgery. The instructions for use state that complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs. The fixation technique, method, and products used are left to the discretion of the surgeon to optimize clinical outcomes. Careful attention to proper fixation techniques and placement of the mesh product should be taken to help prevent excessive tension or disruption between the mesh material and connective tissue. Placing surgical mesh in contact with the intestines and/or improper surgical fixation can increase incidence of adhesions and pain.

Manufacturer narrative:
A follow up report will be submitted on the completion of the investigation into this event.

Event description:
Six months following surgery for hernia repair patient reported complications from surgery, severe pain in the left side, surgery site red.